Manufacturer narrative:
Other relevant device(s) are: product ID: m728894b234, serial/lot : (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during patient registration for a functional endoscopic sinus surgery (fess). It was reported that the facility was unable to complete accurate patient registration via tracer registration. It was noted that the tracing points appeared outside the anatomy of the patient , prompting a message stating that accuracy readings were above 5 millimeters. There was a reported delay to the procedure of more than 1 hour due to this issue. Due to the reported issue, the surgeon elected to discontinue with medtronic navigation, medtronic imaging and subsequently rescheduled the procedure. The procedure was discontinued prior to an incision was made. Post-operative troubleshooting found that the reported issue could not be replicated on a resin head.

Manufacturer narrative:
H3) the software team reviewed the logs and snapshots. Logs captured 4 sessions on the date of the issue, each session captured multiple registration attempts. Few registration attempts failed as the error metric is greater than 5mm apart from this logs did not capture the root cause for the reported behavior. The snapshots captured that the provided exam is as per the stealth protocol. As per the case comments the reported behavior was not reproduced, suspecting emitter/patient tracker placement might have caused the issue, but there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.